Event description:
The pt's husband (primary caregiver) reported the trach head split on a friday afternoon and the pt experienced difficulty breathing. The next day the pt's husband took the pt to the ER for replacement of the trach because he does not replace the trachs himself and his primary care physician was out of town. No pt injury was reported. The pt's replacement has continued to function properly.